Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for investigation. The wire was visually examined with and without magnification. The guide wire contained one bend near the distal j-tip. Microscopic examination of the wire was performed and the coils are spaced slightly apart; however, they were not offset or unraveled. The returned guide wire was bent 26 mm from the distal tip. The diameter of the guide wire was measured and was found to be within specification. A manual tug test confirmed that both the proximal and distal welds are still intact. A device history record (DHR) review was performed with no relevant findings to suggest a manufacturing related issue. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked was confirmed by examination of the returned sample. The guide wire contained one bend. The returned wire met all relevant dimensional requirements. A DHR review was performed and did not identify any manufacturing related issues. Based on the condition of the returned guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that spring wire guide was bent during insertion. The doctor did not use the device. The procedure was successfully completed using another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that spring wire guide was bent during insertion. The doctor did not use the device. The procedure was successfully completed using another device.